Event description:
It was reported that the patient experienced severe tricuspid regurgitation and poor sensing was observed due to the right ventricular (rv) lead. The physician elected to explant the rv lead and replace with a coronary sinus lead. The patient was recovering.